Event description:
Healthcare professional reported left side rupture. The device has been replaced.

Manufacturer narrative:
Further investigation (fi): the review of the documentation associated to the manufacturing process indicates that all devices with work order #(B)(4) were released in accordance with abbvie¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed split in patch area, it is out of specification per qa 199.04 which is not related to the reported complaint. A review of the current risk documents was performed and the event of split in patch is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. During the trend review of all split in patch complaints for gel breast implants for the period of may 2020 through apr 2022, was noted an outlier in jun 2020. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, crease fold, wear abrasion, observed split in patch area, it is out of specification per qa 199.04 and white particles in the shell. Air voids in the gel observed after autoclave cycle. The device is no rupture. Base on the device analysis the final assessment is: split in patch area, assessed as a workmanship.